Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement as soon as possible, due to limited therapy available in safety mode. Surgical intervention was undertaken due to premature battery depletion. The crt-p was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement as soon as possible, due to limited therapy available in safety mode. Surgical intervention was undertaken due to premature battery depletion. The crt-p was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.